Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set was damaged and the customer had a high blood glucose value of 600 mg/dl. No troubleshooting was performed because the call got disconnected. The device will not be replaced or returned.